Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a subclavian tavr procedure, numerous attempts were made to get the wire through the patient's extremely tortuous anatomy of the left subclavian and across the aortic valve. Once the 16f esheath was inserted, the physician advanced the 29mm commander delivery system with 29mm sapien 3 valve through the anatomy but could not perform successful valve fine alignment, as the balloon would "not ever come back fully into valve". The physician planned to inflate with a few cc's to attempt deflating and successfully aligning the valve on the balloon but at this point realized the balloon had ruptured, likely due to tortuosity and push forces. The sapien 3 valve was pulled back into the esheath in order to remove the entire system. However, the esheath split open (liner was torn, and the valve was exposed) and as the sapien 3 valve was removed it became stuck. The sheath ripped and was removed without valve. The valve remained in the axillary insertion site. While prepping for surgical removal of the valve, the patient became hypotensive and an aortic dissection was observed. The patient was taken to surgery and despite this, the patient expired later that day. Note: this report pertains to the delivery system.

Manufacturer narrative:
Additional information received from the hospital medical records indicated that after the patient¿s ascending aortic dissection was observed, the patient was taken to the operating room emergently for a salvage aortic valve replacement and aortic root replacement with a 25mm 3300tfx sutured to a 26mm valsalva graft, with hemi-arch replacement (modified bentall procedure). The prosthesis seated well, and the coronaries were re-implanted and were widely patent with excellent appearance. After weaning the patient from the cpb, the heart became more distended, and the lv was acutely dysfunctional. The patient was not a candidate for iabp due to the aortic dissection. Due to difficulties obtaining adequate cannulation for cpb, there was significant hypotension/hypoperfusion for a period of 10 to 15 minutes. Further intervention was not felt to be beneficial. The patient continued to deteriorate despite full support and expired in the operating room. Investigation is ongoing.

Manufacturer narrative:
Additional information/correction: changed device code from 1250 to 4008. Additional information provided by the field clinical specialist, confirmed the balloon was torn. The delivery system was not returned to edwards lifesciences, as it was discarded by the facility. Additionally, no pprocedural cine/imagery was provided for the evaluation. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history did not reveal any other complaints for the reported failure modes. As the complaints were unable to be confirmed and the control limit for the corresponding complaint trending categories were not exceeded in (B)(6) 2019, a complaint review was not required. The commander delivery system instructions for use (IFU), the device preparation manual, the supplemental training manual for subclavian/axillary access and the procedural training manual were reviewed for guidance involving delivery system usage. Per the procedural training manual, perform valve alignment in the straight section of the aorta. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. IFU, ¿in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker.¿ based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were unable to be confirmed as the device was not returned and no relevant imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. There was no note of device leakage during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the complaint description, the patient anatomy was extremely tortuous as well as the valve alignment could not be performed as the balloon would not fully come into the valve. Performing valve alignment in a non-straight section of the vasculature as well as tortuous anatomy could add to the resistance felt on the delivery system when trying to move the balloon shaft to align the valve on the balloon. Although the location of the balloon damage is unknown, it is possible that the failure and root cause documented in an existing pra is applicable to this case. It is possible that the physician performed valve alignment in a non-straight section as the complaint description states that the patient had ¿extremely tortuous anatomy¿ in the left subclavian. This may have resulted in increased forces being applied to the crimp balloon. Performing valve alignment at a bend or angle can potentially cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. It is possible that the thv became unseated during navigation of tortuous anatomy and resulted in higher than usual valve alignment forces which may result in a balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The attempts to align valve on the balloon could have also expanded the diameter of the valve. This in conjunction with non-coaxial alignment of the thv with the sheath due to the tortuous anatomy likely made it more difficult to retrieve both the valve and system through the sheath. Excessive manipulation during retrieval attempts likely resulted in the valve dislodgement from the balloon. However, a definitive root cause is unable to be determined at this time. As such, it is possible that patient (tortuous anatomy) and procedural factors (valve alignment in a tortuous anatomy; non-coaxial withdrawal; excessive manipulation) contributed to the reported events. No labeling or IFU/training inadequacies were identified, and review of complaint history revealed that the complaint rate for the fine adjust difficulty, withdrawal difficulty valve through sheath and valve dislodged from balloon trend categories did not exceed the monthly control limits. As such, neither a pra escalation nor a corrective action was required. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. A CAPA was previously initiated to address the failure mode. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the aortic dissection likely occurred due to procedural factors.

Manufacturer narrative:
Only numbers were inadvertently entered during the follow up # 3 submission. In this report, the search engine was utilized in order to populate the selection for each number.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.